Event description:
The iliac artery of a pt with very strong calcified vessels was primarily stented with two stents and were post-dilated with the opti-plast balloon catheter. Doing so, the balloon burst and tore off at the struts of the stent when attempting to remove the balloon. The balloon had to be removed surgically. No sample available as sample was kept in the or.